Manufacturer narrative:
Type 1 diabetic patient was admitted to the hospital ICU via ER for a glucose >900. Patient was not able to provide contributing factors to the hyperglycemia. Patient was discharged after an unknown length of stay. The discharge diagnosis was dka. Patient is currently on tresiba u-100 35 units daily with 2 units of apidra for 15gm of carbohydrate; post v-go blood glucose range in the 100s. The v-go in this report was disposed of and is not available for technical review.

Event description:
Cde for type 1 diabetic patient reported to valeritas customer care that the patient was admitted to the hospital ICU via ER for a glucose >900. Pre-v-go patient was on tresiba u-100 45 units daily with 2units of apidra per 15 grams of carbohydrate for meals; patient reports pre-v-go blood glucose range was 100s during the day and less than 250 at bedtime. Last hga1c was reported by patient to be 9.7%. Patient was not able to provide contributing factors to the hyperglycemia. Patient states that he changes his v-go every 24 hours and he recalls the needle was engaged and activated on the date of this event. The cde also reported that the patients blood glucose prior to this event had been in the 100 range on the v-go. Patient was discharged after an unknown length of stay. Patient and cde state the discharge diagnosis was dka. Patient is currently on tresiba u-100 35 units daily with 2 units of apidra for 15gm of carbohydrate; post v-go blood glucose range in the 100s. The v-go in this report was disposed of and is not available for technical review.

Manufacturer narrative:
Lot#:, exp. Date , UDI#: provided. Initial reporter corrected. Health professional: yes, checked. Initial reporter occupation: nurse. Follow up #1. If follow-up, what type: correction checked. Device manufacture date provided.